Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device intermittently would not switch to manual mode. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Customer has only returned the key switch (part# 0170-0009) to zoll technical service for evaluation.